Event description:
Caller reported a malfunction on the pump, identified by error code malf 12, which had been resettable. Specific blood glucose value due to the issue was unknown, but it was displayed as "high," indicating it exceeded 500 mg/dl (27.7 mmol/l). Customer took corrective action with a correction injection via mdi and did not require third-party assistance. Despite an attempt to reset the pump, the customer experienced similar malfunctions three times before. Tandem technical support assisted the caller with powering the pump back on and arranged to send a replacement pump. The customer reverted to an alternate method of insulin therapy.